Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that crystals were observed around the administration line near the filling area of an lv 5 infusor. This occurred after filling of the device with fluorouracil in 5% dextrose in water. The problem was noted prior to product use and there was no patient involvement. No additional information is available.